Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review, complaint history review, instructions for use review, and risk management review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during arthroscopy surgery, their s&n cannula trocars did not seem to fit inside the cannula. They felt as if the cannula was not wide enough for the trocar and pieces broke off in the joint when inserting the trocar in the cannula. The procedure was completed with the same device with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.